Event description:
The IV pump was infusing pitocin for term pregnancy induction. The pump shut itself off. No harm to the patient. Pump gave error 320. The pump was removed from service and replaced with a like pump to continue medication administration for this patient.